Event description:
Healthcare professional reported "rupture diagnosed at explant". Healthcare professional later reported capsular contracture, baker grade iii. Healthcare professional later, through regulatory agency reported, "rupture". Total capsulectomy en bloc was performed. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.